Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked insulin at the cartridge septum. The customer's blood glucose level ranged from 1421-143 mg/dl. The customer changed the cartridge to resolve the issue.